Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed intermittently in the tubing. The pump supplies were changed. Blood glucose was 400 mg/dl. System check showed no additional device issues.